Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, on an unknown date, the patient underwent spinal fusion surgery in which rhbmp-2 was used. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.